Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose level had no adverse impact. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.